Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were unexplained pump reboots observed in the black box history. On (B)(6) 2014 at 15:12 an unexplained pump reboot occurred; deliveries resumed at 18:17. On (B)(6) 2014 at 08:46 an unexplained pump reboot occurred; deliveries resumed at 09:20. On (B)(6) 2014 insulin deliveries were interrupted from 13:12 to 20:26 due to an unconfirmed occlusion alarm. There was no damage found to the battery compartment or returned battery cap. The returned battery cap was able to fully tighten to the pump and its contact measurements were within specification. The pump was exercised for 24 hours with no power interruptions duplicated. The total daily doses added up and correctly reflected the user¿s programmed basal rate. The pump passed a delivery accuracy test. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. The complaint was verified in the pump history, but not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 301 mg/dl with extreme drowsiness associated with a power issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there was no damage to the battery compartment and the battery cap was able to fully tighten to the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia due to intermittent power to their pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.